Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010278, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010278 was manufactured according to the work instruction (wi) version 98 and manufacturing in the multivac m14 on 21-nov-2024, with a total of (B)(4) units. The gluing of tubing of the lot 4k05203 was manufactured according to the wi version 65 and manufactured in the sc05 - sc06, on 19-nov-2024, with a total of (B)(4) units. The gluing of tubing of the lot 4l04300 was manufactured according to the wi version 65 and manufactured in the igtl01, on 21-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.